Manufacturer narrative:
(B)(4). The customer reported an ECG fault message and a shift test failure. There was no reported patient involvement. A philips field service engineer evaluated the device and confirmed the failure. The problem was isolated to the power pca. The power pca was replaced to resolve the issue. After passing all performance assurance tests the device was returned to the customer. No further communication was requested and none is warranted. We are considering this a malfunction of the power pca.

Event description:
The customer reported an ECG fault message and a shift test failure. There was no reported patient involvement.